Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the initial implant the lead dislodged. The lead was repositioned. During the follow-up the next day the lead was found to be dislodged again. The lead was subsequently replaced.